Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Event date was not provided. Therefore, (B)(6) 2025 was used as approximate event date.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working as expected. The device is still implanted, and no replacement surgery has been informed. No patient complications were reported.